Event description:
A customer contacted beckman coulter inc., (bci), and reported that hydro is leaking in synchron cx5 delta analyzer. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) checked the hydro, the obstruction detector tubing, front and the back of the instrument, and found no sign of leaking during the service visit. No further hydro leaking complaint was filed as of (B)(6) 2011. Root cause for this event is unknown.